Manufacturer narrative:
Evaluation found that the index of the instrument is fractured. No material failure was found.

Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that an implant was stuck in an ev implant driver 3.6 (long). Therefore, the doctor had to remove the implant and the treatment of a (B)(6) years old female patient was not completed successfully. An additional surgery is required.